Manufacturer narrative:
Occupation: non-healthcare professional. Investigation evaluation: our evaluation of the product said to be involved confirmed the report. The wire guide is kinked approximately 4.6 cm from the distal end. At 14.9 cm from the distal end, approximately 2 mm of the wire guide covering is twice folded over. Approximately 15.1 cm to 20.6 cm from the distal end, the wire guide covering has folded over itself. Approximately 20.6 cm to 27.0 cm from the distal end is a section of bare core wire. The wire guide is bent approximately 10.5 cm to 26.0 cm from the distal end. The wire guide is bent approximately 9 cm to 12 cm and 18 cm to 32 cm from the distal end. Due to the condition of the returned device, it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, the physician used a cook acrobat calibrated tip wire guide. The user found out that the surface of the wire guide peeled off during the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.